Manufacturer narrative:
The patient experienced the peritonitis on an unreported date in (B)(6) 2016. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by the patient feeling sick. The cause of, the treatment for, and the outcome of the peritonitis were not reported. It was reported that the patient had been sick for the past week (not further specified). No further information was provided regarding whether extraneal therapy was ongoing. No additional information is available.